Event description:
It was reported that during an implant procedure, the helix of the lead did not come out after number of turns described in manual when testing the lead before insertion into vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).